Manufacturer narrative:
Medical device expiration date: na. Investigation summary: the DHR was performed, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the sharps coll ii bd 13l experienced difficult assembly -lid does not fit collector, and lid difficult to close/does not close. The following information was provided by the initial reporter: the bd descartex ii sharpening collection bottle ref. 305642 lot: 0182080 has an irregularity in fixing the lid. Both in the fitting of the larger circumference and in the fitting of the final cover. Due to this difficulty in sealing, the lids do not seal, allowing opening after closing.